Event description:
It was reported that during a stenting treatment procedure, the stent under expanded. Access was obtained via the femoral artery. The 80% stenosed target lesion was located in the mildly calcified non tortuous mid left anterior descending (lad) artery. Predilation was performed with a 2.5x10mm cutting balloon at 10 atms for 50 sec and 10 atms for 35 sec and then removed. The 3.00x20mm taxus liberte was inserted and deployed at 16 atms for 25 sec and then removed. Kissing balloon angioplasty was performed following stent deployment using a 2.5 x 12 apex rx balloon catheter on the diagonal wire and a 3.0x15 apex rx balloon on the lad wire. The 2.5x12 balloon catheter was inflated in the diagonal at 10atms for 17 sec and the 3.0x15 balloon catheter was inflated in the lad at 6 atms for 10 sec and at 4 atms for 36 sec. A non-bsc intravascular ultrasound (ivus) imaging catheter was used to verify stent apposition which was found to be significantly under expanded. The proximal mid segment of the stent was post dilated with a 3.5x15mm quantum maverick balloon catheter which was inflated to 18 atms for 15 sec. Repeat angiography demonstrated a widely patient stent with resultant 0% residual stenosis. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).